Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had power cord issues. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1: initial reporter : (B)(6), event site name:(B)(6) medical center, contact person phone number: (B)(6). The customer stated that the power cord was not retracting. A getinge field service engineer (fse) evaluated the iabp unit. When fse arrived on site, it confirmed that the power cord was all the way pulled out and would not retract back into the system. Fse opened the hospital cart, removed the retractor, and reinstalled it. The retractor is now working as intended. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a